Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event. "Pac". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).